Event description:
A depth gauge was reported to have a broken probe. This broke on an unknown date. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.